Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a wire popped when applying a clip with large hem-o-lok clip applier. No fragments fell into the patient and the procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the clip applier cable broke while attempting to apply the clip. The robotic coordinator stated that the surgeon had the wrists at extreme angles when attempting to clip. The robotic coordinator recommended straightening the wrist before applying the clip, but the surgeon denied that resolution. The procedure was completed robotically with the back up clip applier instrument. There was no harm or injury to the patient and there were no fragments that fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was found to have a broken grip cable at the proximal end, causing the grip cable to become loose at the distal end. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis.